Manufacturer narrative:
The product was received for investigation and the reported event was confirmed. The balloon was observed to be ruptured. The precise root cause of the ruptured balloon could not be determined. The IFU provides the following warning regarding the possibility of the balloon rupturing during use: arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the craterization procedure. Review of the lot record did not find any issues that would contribute to the event. Additionally, we have not received any other complaints of a similar nature for devices from this lot. There was no injury to the patient as a result of the incident. The surgeon used another device to complete the procedure.

Event description:
A tuftex over-the-wire embolectomy catheter was being used to remove a thrombus. During pre-use check there were no issues. After inserting the catheter into the blood vessel and pulling the catheter for the thrombectomy the balloon ruptured. Another product was used as a substitute to complete the procedure. No injury occurred.